Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked below the grip pad. No pump reboot events were observed in the black box, however call service 054 errors were seen. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.